Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/05/2017 with the following findings: ¿cs087¿ alarms observed in the b/box. During the investigation, ¿cs069¿ alarm was reproduced during rewind. The ¿cs69¿ failure is defined as language file corruption while retrieving language text. The ¿cs069¿ failure is written as ¿cs087¿ failure in the b/box. The error is resident to flash chip. Moisture observed in the battery compartment. Leak test failed due to cracks in the battery compartment starting at the threads to the left side of grip pad, starting at the threads traveling to grip pad and from case seal traveling to grip pad. Opened pump- no moisture found..4 dim display- letters have a red hue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.